Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI. Brand name: wavewriter alpha 16. Upn: m365sc12160. Model: sc-1216. Serial/lot: (B)(6).

Event description:
It was reported that an hour after a spinal cord stimulation implant procedure, the patient experienced bleeding. While in the recovery room, the patient was unable to feel or move their feet and legs. The patient then underwent an explant procedure the same day. Currently, the patient can feel their feet and is regaining feeling in one of their legs. The physician assessed the event was due to the procedure and was optimistic that the patient would eventually recover full sensation. The devices will not be returned as they were discarded by the medical facility.